Manufacturer narrative:
D4 (primary UDI number), (lot), (expiration date) are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella support, a 23 french peel-away introducer was utilized. A purse-string suture was placed, and the introducer was intentionally left in place rather than removed per the device instructions for use (IFU). The catheter was secured, and the system remained stable. The risks, benefits, and considerations of maintaining the introducer in place were discussed by the clinical team. No signs or symptoms of patient injury or patient harm were reported in association with this event.